Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011, pt wasn't feeling fine and had visited the ER, where stroke was ruled out and pt was sent home. (B)(6), the pt reported vomiting and diarrhea and was suspected to have drug withdrawal symptoms. The 0ml of the drug could be aspirated from the pump, usually 2cc is aspirated. The pt reported to not have heard an alarm. The drug in the pump at the time of the event was not reported. The pt also reported to have undergone an MRI on (B)(6) 2011. A pump check was not carried out post-MRI. Add'l info has been requested from the hcp, but was not available as of the date of this report.